Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a radical resection of esophageal carcinoma procedure, the tissue was not cut after the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.